Event description:
The hospital reported that during preparation for a coronary artery bypass grafts surgery, three heartstring seals failed during loading. Devices were not used on the pt. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. On (B) (6) 2009, the surgeon provided additional info to maquet's account manager that it happened only with heartstring seal iii. The delivery tube depressed on the seal, create an indentation on the seal. When the green wings were pressed to roll/burrito the seal, the seal would not roll properly. The seal was malformed. This report is for the final seal.

Manufacturer narrative:
Investigation results: based on the reported complaint and the visual analysis, this is a case where the seal did not load properly. The reported failure was confirmed. (B) (4).